Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the distal shaft of a guidezilla guide extension catheter, and 2 product mandrels and one balloon protector. A visual examination identified contrast blocking the proximal end of the lumen. Microscopic and tactile examination revealed a kink 17.5cm from the tip of the device. The outer diameter (od) of the distal shaft was measured using a calibrated laser micrometer. The inner diameter (ID) of the guidezilla was measured at the distal tip meeting specifications. A .057¿ tooling qualified mandrel was inserted through the tip with no resistance. There is a complete separation at the collar/proximal shaft bond. The ptfe was pulled out of the collar and was attached to the distal shaft. Microscopic examination could not be done, as collar of device was not returned. Microscopic examination presented no damage or irregularities to the tip. Functional testing could not be performed, as only the distal shaft of the device was returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed 25 august 2015. It was reported during a stenting treatment procedure a guidezilla extension guide catheter was used with a non bsc device. A non bsc imaging catheter was unable to cross the target lesion. The non bsc imaging catheter was then replaced with an opticross imaging catheter. There was difficulty crossing the lesion with the opticross. A 3.5mm non bsc stent was then advanced and could not cross the lesion. Stent damage was noted on the 3.5mm non bsc stent. The physician then elected to use the guidezilla extension guide catheter to investigate if there was any issue with its lumen. The case was completed with a different device and the patient's status is good. However, product analysis revealed the shaft fractured.